Event description:
Upon removal of the pigtail catheter over a guidewire, minimal resistance was encountered at the right groin and the two radiopaque marker bands became dislodged from the catheter, and went in to the inferior vena cava and traveled into the right atrium. No apparent sequelae occurred.